Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6)2021. During the procedure, after reaching gray screen, the image returns to home screen and no video was displayed on the monitor. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that there were no defects, wear and tear or damaged. A functional evaluation noted no errors in the error log. No functional problems found. The light engine was disassembled. The catheter interface contacts and connector socket assembly were cleaned. Re-torqued all hardware items where necessary. Light engine calibration was performed and a test was ran. An electrical safety test was performed and the unit passed all tests. The reported event was not confirmed. Upon analysis, no errors in the error log. No functional problems found. A risk review confirms this is not a new or unanticipated event. During a device history record review conducted by enercon it was confirmed that the device met all manufacturing specifications. Based on all gathered information, the most probable root cause of this event is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2021. During the procedure, after reaching gray screen, the image returned to home screen and no video was displayed on the monitor. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.